Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, received video showing the touchscreen being not calibrated and vyaire technical team was analysing the issue. On the other hand the customer tested the ventilator with a good known screen and it has been working for two days properly. At this time no root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e 17.3" was updated to version 19 and after that the touch screen didn't work properly. There was no patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was defective user interface touch screen. As a resolution user interface needs to be replaced under warranty.